Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to hcp meter comparison tests, side by side, within 5 minutes. His meter reading was 76 mg/dl, and the doctor's meter (same type) reading was 116 mg/dl. He did not have any symptoms. Two control solution tests were low out of range, 68 and 69 (88-132). The reporter stated that he checks the confirmation dot for enough blood, and sometimes compares to the color chart on strip vial. The lifescan representative reviewed coding, cleaning, sample application, storage of strips.